Event description:
It was reported that the ventilator generated intermittent o2 concentration alarm. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
According to the information provided by the technician, the issue with o2 concentration was not reproduced. Device passed all performance and safety tests according to factory specification. The device was delivered to the user in working condition. Review of the device's logs confirmed occurrence of low o2 concentration and high o2 concentration alarms, however before reported date of event. Alarm o2 concentration low (or high) is activated when measured o2 concentration is below (or exceeds) the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. There are two main reasons for this alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). Unfortunately as the source of the alarms activation is unknown, the cause could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).